Event description:
It was reported that a cartridge alarm occurred. The customer¿s blood glucose level was not impacted. No additional details were reported for this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.